Event description:
It was reported that a gem flow coupler was implanted on the internal mammary vein during a free flap breast reconstruction procedure. The flow coupler was placed on the vein and reportedly produced a strong doppler signal. The surgery was completed without incident and the pt was taken to the floor for recovery. Post operatively the internal mammary artery was reportedly compromised and the flap was lost. A change in the flow coupler doppler signal from the internal mammary vein was not observed.

Manufacturer narrative:
The product is not available for eval. A review of the device history record is not possible because the lot number is not known. Functional alignment testing (100%) is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the mfg process. Functional signal testing (100%) of the doppler probe is also performed after assembly into the ring, just prior to packaging in the tray.